Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/28/2024 it was reported by a sales representative via sems-(B)(4) that an ar-8725-36h compr ft screw stripped. The bone and screw had to be shortened. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is a user error, due to improper bone preparation or misalignment of the insertion. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.